Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
No external flash error alarm noted. The device passed the self test. The insulin pump was received with normal operating currents. No unexpected bad battery alarm noted. No cosmetic damage noted.

Event description:
It was reported that the customer had high blood glucose levels of 6.9 mmol/l. It was reported that the customer was attempting to program the new insulin pump and got stuck in the rewind process. The customer reinstalled the battery of the insulin pump and received a bad battery alert from the insulin pump. The customer then received an external flash error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.